Event description:
A user reported that when using both a compensator and a bolus in a plan, focus did not normalize doses correctly when using bolused normalization. The errors appear both on isodoses and the time/mu values. No pts were treated. The plan was done using demonstration pts.